Event description:
Eye care practitioner (ecp) called in to coopervision and stated that a patient opened up a new trial lens (in the office) and put it in her eye and had an immediate reaction with symptoms of irritation, redness, discomfort, and poor visual acuity. The ecp stated that the solution in the blister was "white and hazy" and also had "white precipitous" in the blister. The ecp is currently treating the patient with steroids and antibiotics.

Manufacturer narrative:
Event was reported by eye care practitioner as an eye infection. Method: lens was discarded and will not be returned. The lot number was recovered through sales orders records. A review of the lot history records shows no discrepancies or trend. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.